Manufacturer narrative:
Continuation of d10: product ID: 8703w; serial# (B)(6); implanted: (B)(6) 1997; explanted: (B)(6) 2003; product type: catheter; ubd: 27 -oct-1999; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use were failed back surgery syndrome and non-malignant pain. It was reported that the patient stated that they had a catheter in their back and no one wanted to touch it. The patient stated that the catheter was disintegrating into their spine and was in huge pieces. The patient was difficult to understand and follow throughout the call. The patient stated they had cat scan/x rays done in the past. The patient was concerned that they were told the pump and catheter was removed but the patient stated different doctors gave them different information, some indicated there wasn't a catheter and some indicated pieces remain in the body. Then the patient was told there were broken up pieces of catheter in their body and they had spinal stenosis. The patient repeated concerns around healthcare provider (hcp) policies/procedures. The manufacturer's patient services specialist (pss) reviewed manufacturer vs hcp roles and redirected the patient to their healthcare provider to further address the issue. Patient mentioned the pump was removed they believe in 2002 by dr. (B)(6). Additional information was received from a healthcare provider. It was reported that the patient had a fractured catheter prior to the explant surgery. This distal portion migrated to the spinal canal and was not able to be retrieved at that time. The hcp also stated that there was no "disintegrating catheter".